Event description:
Us customer contacted cepheid to discuss results. Customer reported multiple patient discrepants when running xpert xpress cov-2/flu/rsv plus with multiple samples across 3 different instruments. Patient is an employee of the testing facility. None of the results were reported to the md. Sample 1 test 1: customer collected a sample from patient 1 on (B)(6) 2022. Patient did not have any flu like symptoms but has gastrointestinal issues (stomach and diarrhea). This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. This was not reported to the md. Sample 1 retest 1: due to positivity, customer decided to send the sample to another facility. This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This was not reported to the md. Sample 2: on (B)(6) 2022, customer collected a 2nd sample from the patient that was included with sars-cov-2 antigen test and processed sample per pi which resulted in sars-cov-2 negative. Sample 3: customer collected a 3rd sample from the patient on (B)(6) 2022. Patient did not have any flu like symptoms but had gastrointestinal issues (stomach and diarrhea). This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This was not reported to the md. Sample 4: customer collected a 4th sample from the patient on (B)(6) 2022. Patient did not have any flu like symptoms but had gastrointestinal issues (stomach and diarrhea). This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This was not reported to the md. Customer mentioned that their cleaning/disinfecting could be more thorough than they are now. Samples were collected, tested, and then stored refrigerated. They were also shipped at refrigeration temperature to fairbanks for testing.

Manufacturer narrative:
Us customer contacted cepheid to discuss results. Customer reported multiple patient discrepants when running xpert xpress cov-2/flu/rsv plus with multiple samples across 3 different instruments. Patient is an employee of the testing facility. None of the results were reported to the md. Sample 1 test 1: customer collected a sample from patient 1 on (B)(6) 2022. Patient did not have any flu like symptoms but has gastrointestinal issues (stomach and diarrhea). This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative. This was not reported to the md. Sample 1 retest 1: due to positivity, customer decided to send the sample to another facility. This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This was not reported to the md. Sample 2: on (B)(6) 2022, customer collected a 2nd sample from the patient that was included with sars-cov-2 antigen test and processed sample per pi which resulted in sars-cov-2 negative. Sample 3: customer collected a 3rd sample from the patient on (B)(6) 2022. Patient did not have any flu like symptoms but had gastrointestinal issues (stomach and diarrhea). This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This was not reported to the md. Sample 4: customer collected a 4th sample from the patient on (B)(6) 2022. Patient did not have any flu like symptoms but had gastrointestinal issues (stomach and diarrhea). This sample was processed per pi and run on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative, flu a negative, flu b negative, rsv negative. This was not reported to the md. Customer mentioned that their cleaning/disinfecting could be more thorough than they are now. Samples were collected, tested, and then stored refrigerated. They were also shipped at refrigeration temperature to fairbanks for testing. This case involves nonreproducible positive results and/or below threshold amplification for various targets with the xpert xpress cov-2/flu/rsv plus test. Asymptomatic person tested. No evidence of product malfunction or interference. Results not reported, so no known harm to the person tested. The likely root cause is contamination and/or carryover. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.